Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/06/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/16/2015 with the following findings: there was no data from the time of the reported event due to continued patient use of the device. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Event description:
The patient contacted animas on (B)(6) 2012 reporting experiencing erratic blood glucose from 3.6 mmol/l to 12.7 mmol/l with symptoms of shakiness and blurred vision with lows. The patient reported that since starting the pump in (B)(6), blood glucose levels were increasing and decreasing very quickly. The patient reported treating the low blood glucose levels with oral carbohydrate. Customer support reviewed the pump with the patient. The patient confirmed that the pump settings were correct. All of the boluses were found to be completed except one that the patient later reprogrammed the remainder. The pump prime history indicated some large prime volumes as well as small prime volumes. The patient reported that she was still trying to get used to the pump and thinks that she may have held down the ok button for too long or not long enough but does make sure to see drops of insulin prior to use. The patient confirmed always being disconnected prior to prime. The prime history also indicated that the patient was using . One unit fill cannula step. The patient stated that she was unsure of the fill cannula amount; customer support advised the patient to follow up with a health care provider for this information. The patient stated that sites were being changed every 5 days but stated that her health care provider instructed to change ever 2-3 days. The patient stated that she felt the pump was working fine but may need to get more used to using the new pump. Customer support advised that continued adjustments to the pump settings were likely needed. This report is made based on the allegation that the patient experienced symptomatic hypoglycemia while using insulin pump therapy.